Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the device was off/disabled and no longer providing therapy. The caller reported that she just pulled the patient out of overdischarge and was charging normally but the screen flashed end-of-service (eos). Caller stated that the patient believed this was her 3rd overdischarge. Caller will discuss replacement with healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the cause of the 3rd overdischarge was that the patient was very busy and didn't have time to charge. The power on reset (por) was not resolved at the time of the report and a replacement will be scheduled. It was noted that this information was confirmed with the healthcare professional.